Event description:
Rn called in from clinic stating patient's pumps weren't working, but in addition something was wrong with the cassettes the pharmacy sent to her. The previous day ((B)(6) 2016) the patient had a cassette, in which she mixed veletri and sterile water, explode in her face. She went on to advise that the current cassette showed moisture between the medication bag and the cassette, and the tubing where the patient's extension set connects is also leaking. The patient inquired to see if the exploding cassette and the cassette that she was currently wearing were used from the same box. The patient said yes. The lot # was obtained (entered on this form). The pharmacy sent out new cassettes via courier. Reported to (B)(6) by: patient/caregiver.